Event description:
It was reported that pump screen was broken, unresponsive, and unreadable. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return device for evaluation, and distributor provided replacement pump while awaiting return of original device.